Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer's blood glucose reading was 73 mg/dl during the call. The customer stated that she changed the infusion set twice, but continued to have high blood glucose levels. The customer declined troubleshooting and stated that the doctor wanted the insulin pump replaced. Nothing further was reported.